Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 04/27/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on 03/28/2026. The date of the event is an approximation. The exact date of onset is uncertain, as the patient was unsure of the specific dates. During reporting, the patient initially stated the issue began five days prior ((B)(6) 2026), later indicated it occurred on a thursday ((B)(6) 2026), and then mentioned she was due to change the device over the weekend, suggesting the issue may have started on (B)(6) 2026 and an end date of (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm value was 40 mg/dl. The patient treated herself with peanut butter. Despite treatment, the patient¿s cgm value continued to read 40 mg/dl for the next three hours. No bg meter readings were taken for comparison during this time. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was ¿a little over 200 mg/dl¿ while the cgm was reading 40 mg/dl. The patient reported feeling weak but then ¿felt fine¿. The patient reported being treated with IV saline and was then asked if the saline contained dextrose, in which the patient nodded in agreement (although treatment for a bg meter reading over 200 mg/dl with dextrose would be contradictory). The patient was discharged after approximately 2 hours. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.